Event description:
The pacer kept reverting to vvi at 60. The pacer was reprogrammed to the ddd mode. Lead impedance was at 533 ohms. Threshold margin test was ok. Plans to replace the pacer were made. The pt was seen in emergency room with vvi at 60 and intermittent loss of output, after an episode the night before where he completely lost consciousness and fell, striking himself in the face on a door. A ventricular lead fracture was found at explant.